Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection. The patient presented to the hospital on (B)(6) 2018 after having an ICD shock. On the evening of his (B)(6) 2018 admission, the patient complained of feeling chills and "goosebumps". He had a dull headache and myalgia/arthralgia with a temperature max of 102.8f. Blood cultures were taken twice, urinalysis/reflex and yellowish driveline drainage were all cultured. Blood cultures and wound cultures were positive for yeast, spectated for candida parapsilosis. Infectious disease (ID) was consulted and IV micafungin antifungal treatment was initiated.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection, blood infection, and ventricular tachycardia could not be conclusively determined. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient presented to the emergency department on (B)(6) 2018 following an ICD shock. The patient received the shock at about 9:30 am while turning over in bed. Upon arrival, electrophysiology interrogated the patient¿s device and confirmed an appropriate shock delivery for ventricular tachycardia. The patient was given 400mg oral amiodarone and started on a regimen of 400mg oral amiodarone three times daily. The patient was admitted to the medical vad team for monitoring overnight, and this event reportedly resolved on (B)(6) 2018. It was also reported that during the evening of (B)(6) 2018 admission, the patient complained of feeling chills, goosebumps, a dull headache, myalgia, and arthralgia. Temperature reached a maximum of 102.8 degrees. Two blood cultures, urinalysis, and a culture of yellowish driveline drainage were all taken. Blood cultures and wound cultures were positive for yeast, which were spectated for candida parapsilosis. Infectious disease was consulted and IV micafungin treatment was initiated. The patient remains ongoing on (B)(6) following this event; however, he later experienced further infection events in (B)(6) of 2019 (manufacturer's report # 916596-2020-01328) and (B)(6) of 2020 (manufacturer's report # 2916596-2020-00102). The heartmate 3 lvas IFU lists driveline infection, local infection, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 6 also provides care instructions in reference to preventing infection, including exit site treatment. Section 2 entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The heartmate 3 lvas patient handbook provides care instructions in reference to preventing infection, including exit site treatment, in various sections. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.